Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was treated with the manual injections for the low blood glucose level.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose level. The customer blood glucose level was 31 mg/dl at the time of incident and the current blood glucose of the customer was 97 mg/dl. Customer report other blood glucose value was 68 mg/dl. Customer did not provide any symptoms regarding to low blood glucose episode and high blood glucose. The customer was treated with insulin pump, glucose tablet and glucagon. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date in section g4. The correct aware date is (B)(4) 2019. Also, the notes of the supplemental report were incorrect. Clarified the notes.

Event description:
It was reported via phone call that the customer was not treated for low blood glucose levels with glucagon. The customer was treated with glucose tablets.